Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that the gamma mail broke after it was implanted in (B)(6) 2020. Revision scheduled for (B)(6) 2020.

Manufacturer narrative:
Correction: h6 (patient code). The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. Device inspection revealed the following: the device was received for investigation and it was indeed broken in two parts at the level of the lag screw hole. The material had been damaged by various sharp drills mark, most likely preparation of the canal for the lag screw. Material damage may lead to sharp edges in the breakage line resulting in significant material weakening (titanium is «weak» when it has a sharp edge). Fracture pattern reveals an abrupt breakage at the posterior side and a relatively smooth breakage at the anterior side (fatigue). Based on the medical records formal medical opinion was sought from experienced independent medical expert which is revealed the following: ¿although, the positioning of the nail is well, the reposition of the complex and highly instable fracture (reversed oblique) is poor. There is still a postoperative fracture gap and failure of the fixation was highly likely. Additional cerclage and optimization of the alignment could have been very helpful in this case. The load is elevated with the bmi = 30.4 kg/m2 (obese) of the patient and may have been a contributing factor to the failure. There is no relevant nonunion visible.¿. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The operative technique instructs user that; ¿pre-drilling the lateral cortex warning: in the event the nail is damaged during lag screw reaming, the fatigue strength of the implant may be reduced, which may cause nail to fracture.¿. Based on the above investigation, the breakage of the nail was contributed by a combination of both user and patient related factors (bmi = 30.4 kg/m2 obese) but predominantly was caused due to mis drilling and poor surgical technique. If any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that the gamma mail broke after it was implanted in (B)(6) 2020. Revision scheduled for (B)(6) 2020. Additionally reported: patient admitted on (B)(6) 2020 due to 4/7 right hip pain worsening, unable to weight bear on admission. No history of trauma mobilisation instructions: mobilise as comfort allows as per op notes (initial surgery (B)(6) 2020) date of revision was (B)(6) 2020.